Event description:
While on site for an unrelated service event, a maquet field service tech (fst) discovered the mobile table severely damaged and attempted to ascertain what happened. Both leg sections of the table had been broken at its pivot point. The fst spoke to the operating room. Equipment manger who stated that the table was freshly covered and was being moved into position at the time of the break. This contact refused to state if there was any pt involvement or exactly what actions led to the break. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) investigated the device. Both leg sections were broken at pivot point. MFR analysis of the info captured, indicates that user error is the root cause of the cracking and breakage of this table's leg supports. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual ga113201gb08. For this break to have occurred, the table legs would need to be set against the floor (or the table's base cover) and then an operator would have to activate the table's trendelenburg, leg up or height function. With nowhere for the leg to move, the hydraulics would continue to apply pressure. If repeated several times the support can break. Previous testing upon the alphastar series table has shown that the pt's weight isn't sufficient to cause a break of the leg section. These tables were tested in this configuration with four times the permissible load (up to 225 kg) with no issue. The maquet fst found damage to the table base consistent with this conclusion and the MFR has been able to duplicate this event with internal testing. Maquet service offered to repair the table but the customer declined and stated they are removing this table from service. Parts have been previously replaced due to breaking (ref: MDR 8010652-2010-00006). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).